Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the pulse generator exhibited backup vvi operation. The device was explanted and replaced. No patient condition was reported.

Manufacturer narrative:
.